Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective latch. The field service engineer replaced all 4 latches to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system tower door was failed and causing a delay. The customer added that this malfunction occurred during the user accessing medication to the patient. However, there were no adverse events or injuries reported based on this event.